Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The explanted device would not be returned to the manufacturer for analysis. It was noted that the pump was replaced due to end of life. There was no device complaint. However, the catheter was found during pump replacement to have migrated and pulled out of the intrathecal space.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial #: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 15-feb-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving gablofen with concentration 500 mcg/ml at a dose rate of 105 mcg/day via an implantable pump for cva ("stoke"), das system and intractable spasticity. It was reported that the patient had noticed changes in therapy for the last 10 to 12 months. The clinic had been doing very slow increases on the daily amount because he didn¿t tolerate large increases previously. The date of event was further described as (B)(6) 2018. The date (B)(6) 2018 is considered an approximate date of event (month and year specified only). It was further reported that the patient went in for routine replacement of pump on (B)(6) 2018 and the physician found that there was too much catheter in the pocket for it to be in the intrathecal space too. The physician pulled on the catheter to see if it would come out, and there were only a few inches in the sub cutaneous tissue. The catheter had not been in the intrathecal space. The catheter issue was learned intraoperatively. No diagnostic tests or troubleshooting was performed. Environmental/external/patient factors that may have led or contributed to the issue "was" unknown. As per the manufacturer¿s device registry, the catheter was explanted on (B)(6) 2018. The physician implanted a whole new catheter on (B)(6) 2018 and the managing physician asked to start the pump at 50 mcg/day. The issue was resolved. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s weight and medical history were indicated as having been requested but were unknown / would not be made available. It was noted that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.